Manufacturer narrative:
Mentor received additional event information that the patient experienced bilateral impaired healing. The patient reported that her skin was turning black because the scar never healed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: explantation reason currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor breast implants underwent explantation and replacement with 595cc smooth mentor memorygel breast implants, catalog # shpx595, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020, and the devices were discarded upon removal. Multiple attempts were made to obtain additional information, but no further details were provided. In the absence of clarifying information, it cannot be determined why the patient had undergone explantation and replacement of the breast implants. As a result, this will be conservatively reported to FDA. This medwatch report has been defaulted to saline breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the first of two implants.